Manufacturer narrative:
Occupation is patient/consumer. The case was sent to the manufacturer for investigation. A false negative may occur when sampling is not performed as described in the instructions for use (IFU). The limit of detection varies depending on the type of test. A negative result may occur due to an insufficient amount of virus in the sample. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).

Event description:
The consumer reported a false negative result with the covid-19 at-home test. On (B)(6) 2022, the consumer performed a covid-19 at-home test and the result was negative. On (B)(6) 2022, the consumer performed a covid-19 at-home test and the result was positive. The tests were taken within 22 to 23 hours of each other. On (B)(6) 2022, the consumer performed a covid-19 at-home test and the result was positive. No pcr test was performed. The consumer experienced covid symptoms. No other information can be provided. No additional information about treatment and outcome was provided.